Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead had received appropriate shock therapy from the device for ventricular tachycardia (vt). The patient then underwent a vt ablation procedure. A review of device diagnostics before the procedure found that all parameters were within normal range, but the r-wave amplitudes were slightly decreased and the pacing impedance measurements had increased significantly, from 610 ohms to 1094 ohms. Lead measurements were taken after the ablation procedure and the shock impedance measurement was found to be high, out-of-range at 167 ohms. The pacing impedance measurement was increased again, now to 1200 ohms, and the pacing threshold measurements had increased, from 0.8v to 6.0v. The field representative reported that lead measurements had reverted to more expected values one day after the ablation procedure, with a shock impendence of 70 ohms and a pacing impedance of 868 ohms. Thresholds remained higher at 3.0v. Technical services reviewed the available data and discussed performing troubleshooting to test the lead integrity with patient movements and pocket manipulation. The patient and system continue to be monitored in the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported.